Event description:
Pt underwent cardiac catheterization. Angioseal was used to seal the artery. Thirty (30) mins post procedure, pt developed ischemic left foot, no pulses. To surgery for emergency thrombolectomy.